Event description:
The sales representative reported that in 2009, a female pt underwent an initial two level minimally invasive surgery from l4-s1. As the surgeon was tightening the middle polyaxial pedicle screw in the center extender sleeve, and after ratcheting the screw into the proper position, the tulip head disassociated from the rest of the screw. The surgeon was able to remove the remainder of the screw out of the vertebral body and placed another polyaxial screw in without complication. There was a 15 minute surgical delay. There was no harm to the pt.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture is unk. Eval is pending.